Event description:
It was reported that the pump was replaced on (B)(6) 2013. The pump was replaced due to battery depletion. The patient indicated he had been experiencing intermittent pain relief over the 3 years leading up to the report date, and wanted the pump replaced and analyzed to determine if there was a battery issue. The only symptom noted was pain. It was noted there was a dye study performed, but the results were not provided. The pump device was used to deliver infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump revealed no anomalies found.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l54310, implanted: (B)(6) 1998, product type catheter. (B)(4).